Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. According to the reporter, on (B)(6) 2025, at around 05:00am, the pediatric patient¿s cgm was reading at 3.0 mmol/l, but when the parent took a fingerstick the blood glucose reading was 24.8 mmol/l. Ketones were tested and were 1.5 mmol/l. The parent treated the patient with an unknown amount of insulin via the pump, and with ¿15¿ carbohydrates. The parent remembered that the patient¿s active insulin on board was 3 units, and that when they measured ketones, it had gone down to 1 unit. The sensor was calibrated, and the parent and the patient fell asleep. When they woke up at 06:15am the patient was vomiting and was very sick. The parent called an ambulance and when the paramedics arrive, the cgm reading was high, the blood glucose reading was 25.8 mmol/l, and ketones were 4.4 mmol/l. At the hospital the patient received treatment with intravenous fluids, saline and insulin. The patient would have experienced diabetic ketoacidosis. No further treatment was reported to be needed, and the patient was discharged the day after the event at approximately 04:00pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values from paramedics fall within the a zone of the parkes error grid. No additional patient or event information is available.